Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a severe low blood glucose event and described feeling sleepy and tired, with no specific device component implicated and insufficient information available regarding a device problem. Symptoms included hypoglycemia. Outcomes included the need for oral glucose treatment. Investigation included communication attempts and analysis of information provided by the user or third party. Investigation of this case revealed no findings available and insufficient information regarding a device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.